Event description:
User was intermittently recovering erroneous creatinine results. Issue occurring for one sample out of every "couple hundred" for the last two weeks. About 20 patient samples were known to be involved. One general example was provided of an original result of approximately 5 mg per dl. The lis computer would then trigger an alert on results of 5 of less mg per dl to make another aliquot of the specimen for manual rerun. Upon repeat testing, the specimen would recover approximately 200 mg per dl. Four specific examples were provided. Repeat testing was performed in 2009. Sample 1 initial result was 0.2 mg per dl, repeat result was 195.7 mg per dl. Sample 2 initial result was 0.9 mg per dl, repeat result was 155.4 mg per dl. Sample 3 initial result was 0.1 mg per dl, repeat result was 293.7 mg per dl. Sample 4 initial result was 1.6 mg per dl, repeat result was 221.3 mg per dl. None of the errant results were reported. No patient treatment was received as a result of the incident.

Manufacturer narrative:
The field service representative determined there was reagent delivery problems and correctly inserted r-1 reagent tubing into the blue nozzle tip. He also adjusted the rinse station water level. Precision check was performed to verify the analyzer performance.